Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had elevated thresholds. It was also reported that the ra lead caused diaphragmatic stimulation. Both leads were repositioned and are still in use. No patient complications have been reported as a result of this event.